Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant gonging) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was damaged. The cause of the constant gonging is the damaged receptacle and wires. The root cause of the damaged receptacle is excessive force placed on the monitor receptacle while an electrode belt was attached. No adverse event resulted from the damaged receptacle.

Event description:
A us distributor contacted zoll to report that a patient's device was constantly producing gong alerts.